Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 100 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No prime alarm was noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self -test, off no power test, a21error test, displacement test and rewind. Unable to perform occlusion test, excessive no delivery test due to prime anomaly.